Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a percutaneous coronary angioplasty, the device was unable to deploy in the target lesion. The target lesion was located in the left coronary artery. The 4.0x16mm omega stent was advanced to the target lesion and inflated to nominal and rated burst pressure however the device did not expand. The procedure was completed with another 4.0x16mm omega stent. No patient complications were reported and the patient status is stable, however returned device analysis revealed stent damage. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - returned product consisted of an omega stent delivery system (sds) and stent with the product mandrel in the guidewire lumen. There was contrast in the inflation lumen and blood in the guidewire lumen. The stent was on the balloon between the markerbands. The proximal and distal ends of the balloon and stent were expanded, which indicates the balloon was subjected to positive (inflation) pressure. The proximal and distal rows of stent struts were flared, overlapping and bent. There were multiple shaft kinks. The inner shaft was separated 6cm from the edge of the distal tip. The outer shaft was stretched a length of 11.5cm on the distal end of the device. Inspection of the remainder of the device presented no damage or irregularities. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure (rbp); however, balloon would not inflate due to the inner shaft separation. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage or stent failed to deploy. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).